Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 475mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. Customer's blood glucose value at the time of the call was unknown. Customer reported that the high blood glucose levels began on unknown date. Customer declined to troubleshoot for high readings. The product was not returned for analysis.